Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips the control panel was defective with no associated symptom. There was no pt involvement.